Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when a medical equipment company representative interrogated the cardiac resynchronization therapy defibrillator (crt-d), the battery longevity status bar was gray. It was noted that the device was stored in the trunk of the car. The device was not used and there was no patient involvement.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.